Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708160, serial# (B)(4), implanted: 2015-(B)(6), product type: extension. Product ID: 3708160, serial# (B)(4), implanted: 2015-(B)(6), product type: extension. Product ID: 39286-65, serial# (B)(4), implanted: 2013-(B)(6), product type: lead. (B)(4).

Event description:
It was reported that the patient had a pocket revision because they lost weight and needed to have the stimulator repositioned. The stimulator moved from the right buttock to the right abdomen. On (B)(6) 2015, it was noted that the patient was receiving effective stimulation.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported the patient wore a rib brace to hold it thinking it would attach. It did not at all and they moved it from the back waist line which caused pain to the front. At the waist line it was irritated by pants and belt. The incision in the back still bothered the patient as the waistline was hard and uncomfortable. The flank incision and front one hurt.